Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Customer received alert 07 when attempting to charge their pump. Customer was unable to charge their pump and has reverted to an alternate form of insulin therapy. There was no reported impact to the customer's blood glucose level.